Manufacturer narrative:
(B)(6).

Event description:
It was reported that the lead was found to be dislodged. Lead revision was scheduled and the patient was sent home. Eleven days later, revision still not performed, the patient presented to the ER after receiving inappropriate atp and hv therapy. Lead revision was once again scheduled.